Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient, and a manufacturing representative, with an implantable neurostimulator (ins) for essential tremor movement disorders. It was reported that the patient has had a return of symptoms andhas been shakier as of three days prior. It was stated that the patient was unable to dial the phone because of their essential tremor. The patient was trying to charge their implant when they were not seeing coupling boxes. Technical services contacted the patient and it was determine that they saw a ¿neurostimulator charging complete screen¿, and the ins recharger battery was full. It was determined that the patient¿s ins was full, and the implant was turned off. The patient did not have a programmer, so the recharger was used to turn the ins back on. The patient reported getting a ¿real jolt¿, and that their symptoms were getting worse. The patient¿s friend or family member reported that the patient was less shaky, but symptoms were still there. The patient¿s ins was then turned off, and their symptoms disappeared. The manufacturing representative is going to meet with the patient at a facility. No complications or further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information. Patient weight was received.